Event description:
Same case as mgf# 2134265-2008-03501 this event became reportable based on the product analysis approved on 06/20/2008. It was reported that during an unspecified procedure, the device was unable to cross the lesion. The totally occluded lesion being treated was located in the severely tortous circumflex artery. The 2.5 x 32mm taxus liberte drug-eluting stent was advanced to the lesion, but was unable to cross. Another 2.5 x 28mm taxus liberte stent and an ivus catheter were also attempted to cross the lesion, but were unsuccessful. The procedure was completed with an unspecified angioplast balloon catheter. No patient injury or complications were reported. The patient's condition was reported as "good". The product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination of the returned device revealed stent damage. No kinks or damage were noticed along the shaft of the device. Examination of the tip revealed tip damage. The tip was slightly flared. This type of damage is consistent with guide wire restriction. The most probable root cause is determined to be operational context. A review of the manufacturing records found that the device met its material, assembly and product specifications.